Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation with a 425cc mentor memorygel breast implant on the right breast. Post-operatively, the patient had breast asymmetry and also elected to have the implant removed for larger implants. During the removal surgery on (B)(6) 2022, the right breast implant was discovered to be ruptured. Subsequently, the patient underwent bilateral replacement with the following devices: (right) 560cc mentor memorygel breast implant catalog: shpx560, lot: 9674121, sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: shpx650, lot: 9584051, sn: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry, desire for larger implant, and material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.